Event description:
Patient has had four other procedures done prior to the sparc sling implant and had poor tissue quality. Patient's sparc tape had eroded through the vaginal wall. Patient had vaginal pain and pain during intercourse. A surgical repair procedure was done using vicryl suture, the defected area was covered. Procedure took 15 minutes.